Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4). The patient was transported in a helicopter with running ecls support. During discharge of the patient the mobile holder could not be removed from the bottom plate of the helicopter. The cardiohelp was removed from the holder and the transport to department has been done without fixation. The patient was not harmed.

Manufacturer narrative:
The mobile holder has been sent to life cycle engineering (lce) due to root cause analysis. According to investigation report (B)(4) it could be confirmed that the mobile holder was defective. Detailed result description: there are signs of usage on the cardiohelp mobile holder. The locking bolt was bent inside the guideway. The mobile holder was mounted on and removed from two different base plates. The latching lug of the locking lever did not automatically return to the locking position. This could have led the user to believe that the holder was already unlocked. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
(B)(4).